Manufacturer narrative:
Per customer, qc was within specifications prior to the event. Actual data was not provided. The customer indicated that system checks were within specifications, but did not provide actual results. The sample was collected in a plastic, 13x100, bd, pst tube and centrifuged at 3,000 rpm for 10 minutes at ambient temperature. The specimen was sampled from the primary tube through the closed tube accessing (cta) and repeat testing was done from insert cups. A field service engineer (fse) was not dispatched to the customer's lab: based on available information, the customer had canceled service. No additional information regarding this event was provided. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 1.05ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 0.04ng/ml. In addition, the original sample was tested on a different instrument in the customer's lab and accu tnl results were: 0.08ng/ml and 0.06ng/ml. The customer believed the result of 0.06ng/ml was a true result and reported this value out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.